Event description:
During a coronary stent procedure, the stent dislodged. The delivery/stent device became stuck on another MFR's guide wire. The delivery/stent device was removed with excessive force. Upon removal, it was noted that the tip of the delivery device was stretched and that the stent dislodged outside of the pt. Pt status is listed as "okay".